Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: over infusion" according to the complainant, the patient was 13 days post stem cell transplant and was prescribed 40 milligrams (mg) morphine sulphate and 24 milligrams (mg) ondansetron to be infused over 24 hours. However, the infusion completed within 18-19 hours. The patient was not harmed, but was drowsy. It was noted as being unclear if this was related to the morphine being infused too quickly or due to the patient becoming septic on the same day. The morphine was to alleviate pain associated with severe mucositis, and the dose was reviewed daily and increased as required. The syringe driver was not recommenced that day or subsequently. Morphine oral liquid was administered as required instead. The patient's national early warning score (news) score remained 1-2 due to high heart rate and temperature. No delays to treatment resulted from the incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. Results: the history files from (B)(6) 2023 were investigated. No date of the incident was given. On (B)(6) 2023 a bd plastipak 50ml syringe was selected at 12:26 pm. The syringe was filled with approx 23ml. The infusion started with a rate of 1 ml/h and a vtbi volume of 24ml at 12:28pm. One day later the infusion stopped by syringe empty alarm at 10:54 am. So about 90 minutes earlier than the customer had expected. At this time, 21,88ml has to be infused. No other abnormalities can be found in the device history files. Judgment: 2.1 the complaint could be confirmed based on the device history. The cause of the customer reported malfunction is due to a user error. The pump has done everything correctly. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.